Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
During in-hospital inspection cs300 intra-aortic balloon pump (iabp) was displaying maintenance request code #5 (helium transducer calibration error). There was no patient involved.

Manufacturer narrative:
Additional info: e1: initial reporter: (B)(6). Updated fields: b4, d9, g1, g2, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit. The fse reported that the memory function was damaged, causing the request code. Additionally, abnormalities were also found in the alarm logs and operation history. It was determined that use was not possible and service support has ended for the model, the unit was returned unrepairable.